Manufacturer narrative:
The field service engineer noticed deep scratches on the analyzer covers and the sample probe was dragging across the covers. The slider on the sampling mechanism was worn. The sampling assembly was replaced. Calibration, controls, and precision studies were completed and were within specifications. The calibration data did not indicate an error. The quality control data was within acceptable range on the day of the event. The centrifugation time and speed were not appropriate for the tube type that was used. Upon review of the alarm trace, several abnormal aspiration alarms were observed. The investigation determined the service actions resolved the issue. (B)(4).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Data was provided for 21 patient samples and of these, 9 had discrepant na results. Two of the affected samples with discrepant na results also had discrepant k and cl results. Incorrect results were reported outside of the laboratory and later corrected. Samples were tested on the complained cobs 8000 ise module (analyzer a) and a second cobas 8000 ise module (analyzer b). Ise tests were also re-calibrated on analyzer a and the sample was repeated after this. The na value of 137 mmol/l was believed to be correct for sample ID (B)(6). The results from analyzer b were believed to be correct for sample ID (B)(6). Na electrode lot number u1165 was used on one channel of analyzer a and na electrode lot number u1173 was used on the second channel of analyzer a. K electrode lot number c3855 was used on one channel of analyzer a and k electrode lot number z5773 was used on the second channel of analyzer a. Cl electrode lot number h9198 was used on one channel of analyzer a and k electrode lot number h9169 was used on the second channel of analyzer a.